Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("pregnancy") in a female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device difficult to use "attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils" in 2016 and device ineffective "device ineffective". The patient's past medical history included gravida I and parity 1. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Consequently, she continued to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in 2016: essure migrated and recommended tubal removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by an iud / linear metallic density in the right uterine fundus which may be an malpositioned iud'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of the essure device'), pregnancy with contraceptive device ('pregnancy / pregnancy (no complications)') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1, miscarriage and gerd. *(B)(6) 2017 :pelvic ultrasound: linear echogenicity representing an intrauterine device in the right uterine fundus (malpositioned) right ovary is not visualized. Small amount of free fluid in the cul-de-sac which is nonspecific and may be physiologic. Concurrent conditions included obesity, multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2004, (B)(6) 2007), ovarian cyst, nabothian cyst, vomiting, pain in extremity, hypothyroidism, lower abdominal pain, perineal pain, diarrhea, chest pain, thyroid disorder, morbid obesity, fibromyalgia, hypothyroidism and groin pain. Concomitant products included methylphenidate for adhd, buspirone for anxiety, omeprazole for gerd as well as ondansetron and sucralfate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rashes") and was found to have weight increased ("weight gain/loss (specify which one ) gain"), 1 year after insertion of essure (ess205). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced complication of device removal ("attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/ pain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), visual impairment ("vision/eye problem"), gastrooesophageal reflux disease ("reflux"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with duloxetine, levothyroxine sodium, medroxyprogesterone acetate (provera) and surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pain in extremity and rash outcome was unknown, the device dislocation and pregnancy with contraceptive device had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, vulvovaginal pain and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Conscquently, she continued to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Nuclear magnetic resonance imaging - in 2016: results: essure migrated and recommended tubal removal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils" in 2016 and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 and miscarriage. Concurrent conditions included morbid obesity, multigravida and parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2004, (B)(6) 2007). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problem"), weight increased ("weight gain"), gastrooesophageal reflux disease ("reflux"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pelvic pain, vulvovaginal pain, pain in extremity and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Consequently, she continued to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion nuclear magnetic resonance imaging - in 2016: essure migrated and recommended tubal removal. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, itchy skin, bladder or urinary problems or changes, nausea, depression, dysmenorrhea (cramping),vision/eye problems, weight gain, reflux were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by an iud / linear metallic density in the right uterine fundus which may be an malpositioned iud'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of the essure device'), pregnancy with contraceptive device ('pregnancy / pregnancy (no complications)') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1, miscarriage and gerd. * (B)(6) 2017:pelvic ultrasound: linear echogenicity representing an intrauterine device in the right uterine fundus (malpositioned) right ovary is not visualized. Small amount of free fluid in the cul-de-sac which is nonspecific and may be physiologic. Concurrent conditions included obesity, multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2004, (B)(6) 2007), ovarian cyst, nabothian cyst, vomiting, pain in extremity, hypothyroidism, lower abdominal pain, perineal pain, diarrhea, chest pain, thyroid disorder, morbid obesity, fibromyalgia, hypothyroidism and groin pain. Concomitant products included methylphenidate for adhd, buspirone for anxiety, omeprazole for gerd as well as ondansetron and sucralfate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rashes") and was found to have weight increased ("weight gain/loss (specify which one ) gain"), 1 year after insertion of essure (ess205). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced complication of device removal ("attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/ pain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), visual impairment ("vision/eye problem"), gastrooesophageal reflux disease ("reflux"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with duloxetine, levothyroxine sodium, medroxyprogesterone acetate (provera) and surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pain in extremity and rash outcome was unknown, the device dislocation and pregnancy with contraceptive device had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, vulvovaginal pain and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Consequently, she continued to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2005: results: total bilateral occlusion. Nuclear magnetic resonance imaging: in 2016: results: essure migrated and recommended tubal removal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : concomitant medication and condition added. Event : perforation (fallopian tube(s) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by an iud / linear metallic density in the right uterine fundus which may be an malpositioned iud"), device dislocation ("migration of the essure device"), pregnancy with contraceptive device ("pregnancy / pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils" in 2016 and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 and miscarriage. Concurrent conditions included obesity, multigravida, parity 4 (18nov1991, 01mar1994, 28jul2004, 11jun2007), ovarian cyst, nabothian cyst, vomiting, pain in extremity, hypothyroidism, lower abdominal pain and perineal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, 1 year 5 months after insertion of essure (ess205), the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain/loss (specify which one ) gain") and rash ("rashes"). On (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 6(B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), visual impairment ("vision/eye problem"), gastrooesophageal reflux disease ("reflux"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful) and surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pelvic pain, vulvovaginal pain, pain in extremity, back pain and rash outcome was unknown and the device dislocation and pregnancy with contraceptive device had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Conscquently, she continued to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion nuclear magnetic resonance imaging - in 2016: essure migrated and recommended tubal removal. On (B)(6) 2017:pelvic ultrasound: linear echogenicity representing an intrauterine device in the right uterine fundus (malpositioned) right ovary is not visualized. Small amount of free fluid in the cul-de-sac which is nonspecific and may be physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. Event rashes was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by an iud / linear metallic density in the right uterine fundus which may be an malpositioned iud"), device dislocation ("migration of the essure device"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils" in 2016 and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 and miscarriage. Concurrent conditions included obesity, multigravida, parity 4 (B)(6)1991, (B)(6) 1994, (B)(6) 2004, (B)(6) 2007), ovarian cyst, nabothian cyst, vomiting, pain in extremity, hypothyroidism, lower abdominal pain and perineal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problem"), weight increased ("weight gain"), gastrooesophageal reflux disease ("reflux"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful) and surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pelvic pain, vulvovaginal pain, pain in extremity and back pain outcome was unknown and the device dislocation and pregnancy with contraceptive device had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Conscquently, she continued to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Nuclear magnetic resonance imaging - in 2016: essure migrated and recommended tubal removal (B)(6) 2017:pelvic ultrasound: linear echogenicity representing an intrauterine device in the right uterine fundus (malpositioned) right ovary is not visualized. Small amount of free fluid in the cul-de-sac which is nonspecific and may be physiologic. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Events uterine perforation was added. Concomitant 7 historical drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by an iud / linear metallic density in the right uterine fundus which may be an malpositioned iud'), fallopian tube perforation ('perforation (fallopian tube(s)') and device dislocation ('migration of the essure device') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida I, parity 1, miscarriage and gerd. On (B)(6) 2017:pelvic ultrasound: linear echogenicity representing an intrauterine device in the right uterine fundus (malpositioned) right ovary is not visualized. Small amount of free fluid in the cul-de-sac which is nonspecific and may be physiologic. Concurrent conditions included overweight, multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2004, (B)(6) 2007), ovarian cyst, nabothian cyst, vomiting, pain in extremity, hypothyroidism, lower abdominal pain, perineal pain, diarrhea, chest pain, thyroid disorder, morbid obesity, fibromyalgia, hypothyroidism, groin pain and mental disorder. Concomitant products included methylphenidate for adhd, buspirone for anxiety, omeprazole for gerd as well as baclofen since 2005, bupropion hydrochloride (wellbutrin) since 2005, ethinylestradiol;norgestrel (cryselle) since 2016, gabapentin since 2010, loratadine since 2000, ondansetron, sucralfate and trazodone since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rashes") and was found to have weight increased ("weight gain/loss (specify which one ) gain"), 1 year after insertion of essure (ess205). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (no complications)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced complication of device removal ("attempt to explant the essure tt device was unsuccessful due to not being able to locate one of the devices coils"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/ pain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("abnormal bleeding (general)"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), pruritus ("itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), depression ("depression"), visual impairment ("vision/eye problem"), gastrooesophageal reflux disease ("reflux"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with duloxetine, levothyroxine sodium, medroxyprogesterone acetate (provera) and surgery (on or around late 2016, the attempt to explant the essure device was unsuccessful). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, pruritus, bladder disorder, nausea, depression, dysmenorrhoea, visual impairment, weight increased, gastrooesophageal reflux disease, pain in extremity and rash outcome was unknown, the device dislocation and pregnancy with contraceptive device had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, vulvovaginal pain and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mental disorder, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: after having the essure device implanted, she had several hospitalizations. The patient was currently investigating removal options, including hysterectomy. Consequently, she continued to suffer from the symptoms outlined above. The patient experienced other pregnancy episode reported on case: (B)(4). Current weight 220 lbs. Discrepancy noted as removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(4) 2005: results: total bilateral occlusion. Magnetic resonance imaging - in 2016: results: essure migrated and recommended tubal removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. New event added: plaintiff did not undergo essure confirmation test. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.